Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. When removing the 3.00x 28 mm taxus express2 drug eluting stent from the package, the edge of the stent was found to be damaged. The procedure was completed with another taxus stent. No pt complications were reported. Pt status is satisfactory.